Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported a "replace sensor" message with the freestyle libre sensor. The customer was therefore unable to obtain scan readings, and subsequently lost consciousness. The customer was treated with sugar and fruit pate by a third-party (non-healthcare professional), and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
The wife of customer reported a "replace sensor" message with the freestyle libre sensor. The customer was therefore unable to obtain scan readings, and subsequently lost consciousness. The customer was treated with sugar and fruit pate by a third-party (non-healthcare professional), and no further treatment was reported.. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following have been updated as they were erroneously left out of the initial report: section h2 - if follow up, what type? Section h3 - device evaluated by manufacturer? Section h6 - adverse event problem (type of investigation, investigation findings, investigation conclusions) section h10 - addtl mfg narrative.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported a "replace sensor" message with the freestyle libre sensor. The customer was therefore unable to obtain scan readings, and subsequently lost consciousness. The customer was treated with sugar and fruit pate by a third-party (non-healthcare professional), and no further treatment was reported.. There was no report of death or permanent injury associated with this event.